Manufacturer narrative:
The company representative observed that the unit had generated an electrical test failure code 53 (shuttle transducer offset failure) and electrical test failure code 54 (atm transducer calibration failure). He replaced the front end board assembly. The unit was teste to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit was not working properly and internal maintenance was required (per a note left on the pump for the site's biomed). No pt injury was reported.